Event description:
It was reported to boston scientific corporation that a jagwire was used during a papillotomy procedure on (B)(6) 2011. According to the complainant during the procedure the hydrophilic coating peeled, but the tip of the corewire was not visible. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as stable. Investigation results revealed that the tip detached, making this a reportable event.

Manufacturer narrative:
(B)(4) the reported event of tip detachment. A visual examination of the returned device revealed that the distal tip pebax had completely detached. The device was slightly scrapped at the distal section and remnants of adhesive were found indicating that the pebax was properly attached to the corewire. No corewire fracture evidence was found and the ptfe jacket showed no evidence of damage. It is possible that unstated procedure and possibly clinical factors may have contributed to the pebax section detached completely from the corewire, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Also it is important to mention that the remnants of adhesive found indicate that the pebax section was properly attached to the corewire; therefore, "operational context" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. Similar complaint trend review revealed no other complaints reported for lot number 13795823.